Event description:
A 2.75mm diameter x 14 length driver sprint rx coronary stent was deployed in a pt. The target lesion located in the rcx segment 2-3, was reported as moderately tortuous and calcified. Following pre-dilation the physician delivered the stent to the proximal lesion and had inflated the balloon to 6-8atms when it burst. The physician quickly inflated the balloon to 12 atms to expand the stent sufficiently to prevent its movement within the vessel. The stent was successfully deployed using a sprinter legend rx balloon dilatation catheter. It was reported three other stent were deployed in the pt during this procedure. The pt is reported to be fine and no other sequelae were reported. Procedural cd images were reviewed by an external clinical expert. Cd images show the rca with diffuse stenosis along the vessel. A sub total lesion is visible in the proximal rca. A dissection is visible in the proximal rca following pre dilation. There are no images of the reported balloon burst, however, in one of the images it is possible to see the partially expanded stent in the mid distal lesion with contrast in the pericardium resulting from the balloon burst. The cd contains images of the successful deployment of the stent using a balloon catheter and the deployment of a second stent in the proximal rca. Communication received from the field confirmed that the device was inspected prior to use and negative purge completed prior to use with no issues noted. The device has not been identified as the root cause of the event. Based on the info available, the possibility exists that the balloon material was damaged during delivery and when pressurized the balloon burst, however, as there are no images of the balloon burst and the device has not been provided for eval, this cannot be confirmed. The root cause of the event is undetermined.

Manufacturer narrative:
(B)(4): eval method - (cd review).